Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is presumed that the b30 (scope communication error) occurred due to scope socket failure. Olympus will continue to monitor the field performance for this device.

Event description:
It was observed during the device inspection, that the exhibited error code b30 (faulty scope socket). There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.